Event description:
It was reported by service report that the head left siderail was stuck in the down position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderail assembly.